Event description:
It was reported by the caller that the device showed elective replacement indicator (eri) status after less than 5 years of use. The caller was able to program out of eri to ddd @ 60 bpm. It was also reported that the atrial lead showed impedance of 150 ohms, high thresholds and pacing outputs along with atrial oversensing. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitants: 4524-53 implantable pacing lead 2000-(B)(6), the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.